Event description:
It was reported that the radio frequency (rf) head was no longer working. It was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the wand of the radio frequency head of the programmer was "not working correctly." The programming head/wand will be send back for service. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) : the device was returned and analysis found that it was out of specification electrically and would not interrogate.